Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, the patient had a hypoglycemic event requiring intervention. The receiver alerted the patient as it should. Patient's mother treated patient with juice and took her to the emergency room. Patient was admitted for observation and given fluids. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation, therefore, the reported event cannot be confirmed, nor can the root cause be determined. It should be noted that the diabetes mellitus is a known cause of hypoglycemia.